Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) on the ventricular channel of stored atrial tachycardia / atrial fibrillation (at/af) episode electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.